Event description:
The patient presented to the emergency room (ER) on (B)(6) 2026, with hyperglycemia. The patient reported a blood glucose level exceeding 400 mg/dl while wearing the pod for approximately 37 to 48 hours. Upon removing the pod, the attending physician observed that the cannula was not inserted into the infusion site and was bent. The patient experienced leg pain, which the physician attributed to elevated blood ketone levels. Treatment included insulin injections and application of a new pod to address the patient's blood glucose levels. The patient reportedly left the following day, (B)(6) 2026, and reported leaving the original pod at the ER.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine or confirm if the bent cannula or any product condition could have contributed to the reported emergency room visit and hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.